Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date and mesh was placed. Six months after the initial surgery, the mesh became peritonized with little grip on the epipolar local, with laparoscopic aspect. It was necessary to open the abdominal wall at the site of the fistula and remove the mesh. Additional information was requested.